Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation done on same time". Concomitant products included progesterone. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), dyspnoea ("I cant breathe due to essure"), night sweats ("night sweats"), dizziness ("I feel dizzy"), food intolerance ("wheat intolerance"), dairy intolerance ("dairy intolerance"), dyspareunia ("if I do any activity including sex I have to rest up to two days due to extreme tired and extreme pain"), back pain ("back pain"), abdominal pain ("abdominal area pain"), myositis ("muscle inflammation"), hypoaesthesia ("body numb"), migraine ("migraine "), neck pain ("neck pain"), musculoskeletal pain ("shoulder pain"), abdominal pain upper ("stomach pain/ stomach pain, intestine pain of ulcer swelling of the intestine."), joint swelling ("inflammation around my back and hip"), muscle spasms ("butt has spasms"), nerve injury ("nerve damage"), swelling ("inflammation is up my neck all the way down to my legs"), arthralgia ("hip pain in my right hip") and cervical vertebral fracture ("tear in my disk vertebrae") and was found to have weight increased ("weight gain ") and heart rate increased ("my heart is very rapid"). The patient was treated with surgery (she had essure removed.). Essure was removed in 2014. At the time of the report, the pelvic pain, weight increased, heart rate increased, night sweats, dizziness, food intolerance, dyspareunia, back pain, abdominal pain, myositis, hypoaesthesia, neck pain, musculoskeletal pain, abdominal pain upper, joint swelling, nerve injury, arthralgia and cervical vertebral fracture outcome was unknown, the fatigue was resolving and the migraine had resolved. The reporter considered abdominal pain, abdominal pain upper, arthralgia, back pain, cervical vertebral fracture, dairy intolerance, dizziness, dyspareunia, dyspnoea, fatigue, food intolerance, heart rate increased, hypoaesthesia, joint swelling, migraine, muscle spasms, musculoskeletal pain, myositis, neck pain, nerve injury, night sweats, pelvic pain, swelling and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: fatigue. Concerning the injuries reported in this case, the following ones were reported via social media: constant pain, weight gain, difficulty breathing, night sweats, heart rate rapid, dizziness, food intolerance, dairy intolerance, post coital pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. Reporter added. In 2014, she explanted essure. Added events back pain and abdominal area pain, butt has spasm, muscle inflammation, body numb, tear in my disk vertebrae, ablation done on same time, nerve damage, migraine, neck pain, shoulder pain, stomach pain intestine pain of ulcer swelling of the intestine. Inflammation around my back and hip, inflammation is up my neck all the way down to my legs, hip pain in my right hip. Event pelvic pain updated as serious event. On 23-mar-2020: social media report received. Reporter added. On 23-mar-2020: social media report received. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.